Event description:
It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a haemostasis with clipping procedure (patient age, gender and weight are unknown). According to the complainant, the clip would not detach from the delivery system to complete deployment. The device did not grasp the tissue; the clip was removed without any further trauma to the site. Procedure completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. The resolution clip device returned and was evaluated for the reported failure. Visual evaluation found that the clip assembly was deployed and located inside the over sheath approximately 0.25" from the distal end. According to the evaluator, "the yoke was still attached to the control wire hut" and was able to be deployed." Review of the clip assembly determined that the clips were locked in the capsule and the tension breaker was deformed. The root cause of the reported failure could not be determined.